Event description:
It was reported that at device change out due to normal eri, a competitors device was connected to the lead. During dft testing, therapy was not delivered due to a low shock impedance. Loss of capture was noted. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
External insulation abrasion was found at 17.8-18.1cm from the distal tip, consistent with lead friction to another device. Internal insulation abrasion was found at 7.4-8.2cm and 12.8-13.8cm from the distal tip. The etfe coating was intact at these locations. An internal insulation abrasion was found under the svc shock coil at 21.2-21.8cm and 25.1- 26.1cm from the distal tip. The etfe coatiing of the rv conductor was abraded at 21.2-21.8cm from the distal tip. This could have contributed to the reported low shock impedance.